Manufacturer narrative:
Corrected data, initial report: replacement of the lead inadvertently not reported on the initial report.

Event description:
Patient underwent lead replacement surgery. No known relevant surgical intervention for the generator migration has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Device serial number inadvertently reported incorrectly. Device manufacturer date inadvertently reported incorrectly.

Event description:
Further information was received from the physician that the cause of the migration was patient manipulation or trauma as the patient had reported falling and hitting her chest. It was noted that there was also manipulation from moving a fish tank. It was noted that silk sutures were used to secure the generator during implant. It was noted that the surgery that occurred was to preclude a serious injury and no further intervention was reported.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient experienced a ¿pop¿ to the device during a CT scan and that the device was reported to stop working. The medical professional indicated that the vns was dead. Further information was received that the generator was migrating. It was noted that the cause of the migration was unknown, but in an x-ray it appeared that the generator had flipped and was not in its original location. Low impedance was noted upon interrogation. The patient was referred for a pocket revision and re-insertion of the pin. It was to be determined at time of surgery if the patient were to undergo full revision. The report of the unexpected battery depletion following the CT scan is captured in MFR. Report # 1644487-2019-02443. The report of the migration of the generator is captured in MFR. Report # 1644487-2019-02442. The report of the low impedance is captured in MFR. Report # 1644487-2019-02441. No known surgical intervention has occurred to date. No other relevant information has been received to date.